Event description:
It was reported that possible contamination occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A rotalink advancer w/tubular drive shaft was selected for coronary angiography. During preparation, after device was connected, the black knob of the advancer could not move back and forth, and the physician felt that there was foreign body stuck in the device which was not visible to the user. The procedure was completed with another of the same device. No complications were reported and the patient was stable and discharged after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual examination of the device revealed that the drive shaft was displaced within the advancer. Functional testing was performed by toggling/moving the advancer knob back and forth. When toggled, severe resistance was encountered due to the displaced drive shaft.

Event description:
It was reported that possible contamination occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A rotalink advancer w/tubular drive shaft was selected for coronary angiography. During preparation, after device was connected, the black knob of the advancer could not move back and forth, and the physician felt that there was foreign body stuck in the device which was not visible to the user. The procedure was completed with another of the same device. No complications were reported and the patient was stable and discharged after the procedure.